Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided/available. Information from this incident will be included in our product complaint and MDR trend analysis. The consumer returned the sample on 11/30/2012. Only the applicator and packet was returned as the consumer indicated the pledget was missing. Visual evaluation confirmed there were specs of rust color material on the applicator and the pouch. The sample was sent on 11/30/2012 for forensic testing by an outside lab and the presence of female blood was confirmed (report dated 12/17/2012). Other forensic testing results showed genetic similarity representing the european population (report dated 12/13/2012). This result is not consistent with the genetic similarity within the production site. In addition, the dna in this blood sample did not match the dna in any of the other complaint blood samples also submitted to the lab for analyses. The lab reports were received by kimberly-clark on december 17, 2012. The source of the blood has not been determined. The investigation is ongoing and CAPA (B)(4) has been opened to further track the ongoing investigation. A previous health risk assessment (hra) for dried blood on applicator was completed november 5, 2012 which concluded the overall risk of infection due to dried blood contaminated applicator was low and the probability that contact or use of the device would cause a serious adverse health consequence is remote. Furthermore, the consumer stated she did not use the applicator.

Event description:
The consumer stated she opened a fully sealed tampon and tried to extend it and make it click. It did not click and she then noticed there was no tampon within the applicator. She looked at the applicator and there was a dried red substance on the applicator as well as inside the packaging.